Event description:
The lead was explanted.

Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The premature battery depletion was confirmed. Based on device parameter and usage information, the device did not meet the expected longevity performance. With a new battery, the device's functionality tested normal and no high current was detected. The original battery was returned to the vendor and no anomaly was found. The cause for the battery depletion could not be determined.